Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after performing calibrations, the system would intermittently display "radiation disabled" and the site was unable to acquire images. A reboot resolved the issue temporarily. Additionally, it was reported when rotating the x-ray tubes through the system, they would not slow and stop at the expected ap and lateral positions. The site would have to stop the tubes at the approximately correct location as specified by the surgeon. The site re-performed calibrations and did not detect the issue afterwards. There was no impact to patient's outcome. Additional information was received. It was reported that there was no delay to the procedure.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. (B)(6), a1102: radiation disabled d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.